Event description:
The pump was returned to the manufacturer for analysis with no information; no event reported.

Manufacturer narrative:
Final analysis of the pump revealed pump battery resistance was high. A low battery reset occurred during analysis decontamination. Review of the logs revealed reset occurred - low battery; pump was in safe state. The pump contained compounded baclofen 3500 mcg/ml.